Manufacturer narrative:
Results: the complaint regarding no stimulation was confirmed. As rec'd, the lead was inspected under the microscope with no visual anomalies noted. The lead failed the electrical conductivity test for channel 7 at the stimulation end. Since there was no outer tubing breach, the failure mode is consistent with an overstress condition while the lead was implanted. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt ((B)(6)) suddenly stopped feeling stimulation. The ipg was tested and found to work properly. The scs lead was explanted and replaced. Stimulation was restored post-operatively.